Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. In this case, there were no reported device malfunctions or product deficiencies. The reported patient effects of cardiac arrest and death are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient was admitted to the hospital with chest pain of 12 hours; earlier the patient was given medication in a private clinic but continued to have chest pain and persistent st elevation. The patient was transferred to the medical center. On admission the echocardiogram (ECG) showed persistent st elevation and the patient was prepared for percutaneous transluminal intervention (pci). The angiogram showed a proximal and ostial 95% discrete left anterior descending (lad) artery lesion. The circumflex (cx) was non-dominant and normal; the right coronary artery (rca) showed moderate disease. Stenting was performed to the lad; after predilating with a 2.0 x 10 mm unspecified balloon dilatation catheter (bdc), the 2.75 x 15 mm xience xpedition stent was placed in the lad. Post procedure angiogram showed timi 3 flow. After about 10 minutes, the patient developed cardiac arrest. Angiography showed a patent stent, however, despite many attempts for resuscitation the patient died in the coronary cath lab. No additional information was provided.

Event description:
A procedure cine was received and reviewed by an abbott clinical who concluded that the images show the stent is open in the left anterior descending (lad) artery, however, the vessel is occluded just distal to the stent. The images are consistent with the incident description.